Event description:
Medtronic received a report that the pipeline failed to open in the middle. It was reported that distal end opened well, but the middle section did not open even after various maneuvers by the physician. The pipeline was re-sheathed 2 or less times, and the physician was said to have waited a sufficient time between. It was thought that there could be a possible twist. The pipeline was not positioned in a bend, and more than 50% had been deployed when it failed to open. No other steps were taken to open the device. The pipeline was removed and replaced. The event was said to be not associated with the patient. The devices were prepared according to the instructions for use (IFU). Ancillary devices include a phenom 27 microcatheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient was having the pipeline implanted to treat a communicating segment aneurysm. Vessel tortuosity was noted to be normal.

Manufacturer narrative:
A2. Patient age updated (55 years) a3. Patient sex updated (female) a4. Patient weight updated (67kg) b5. Updated with additional information received. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product analysis #(B)(4):equipment used: vis (m-81805), 203cm ruler (m-83360) document used: n/a as found condition (condition of returned device): a pipeline flex embolization device was returned for analysis within a shipping box and within sealed biohazard bags. The phenom-27 catheter used during the event was not returned. Visual inspection/damage location details: the model and lot numbers for the phenom-27 catheter were not provided; therefore, compatibility could not be assessed. The pipeline pushwire was found to be bent at ~142.3cm from proximal end. The hypotube and ptfe were found to be intact. The proximal bumper, re-sheathing marker and re-sheathing pad were found to be intact. The dps sleeves appeared to be in good condition. The tip coil was found to be in good condition. Due to the condition in which the pipeline braid was returned, the proximal and distal braid ends were unable to be determined. Braid end 1 was found to be collapsed and frayed. The middle section of braid was found to be collapsed and twisted. Braid end 2 was found to be opened and frayed. No other damages or anomalies were found with the device. Testing/analysis (including sem reports): n/a conclusion: based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete open middle section¿ was confirmed as middle section of the pipeline flex braid was found to be collapsed and twisted. However, the root cause could not be determined. (Reyesr32 2022-10-06) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.